Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited an error message during implant indicating a potential malfunction. During induction testing, the device initially did not deliver any paced beats or a shock. Next, the device delivered eight paced beats and a 1.1j shock inducing the patient into ventricular fibrillation (vf). The patient's vf finally was converted using an external shock and the device was removed and replaced.